Event description:
It was reported that at the end of the transurethral green laser vaporization procedure for prostatic hyperplasia, the fiber leaked light. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic and visual analysis of the returned fiber identified the fiber body was bent and broken at 138 cm distal to the connector. The fiber was functionally tested with the hene (helium-neon) laser fixture. The test conducted confirmed the break allegation along the fiber body. Based on the fiber analysis results, the observed condition of the fiber is consistent with fibers that experienced excessive force applied. According to the IFU, the user is instructed to not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user and do not bend the fiber at sharp angles. Damage may occur to the fiber, which is likely what occurred to cause the fiber to break.

Event description:
It was reported that at the end of the transurethral green laser vaporization procedure for prostatic hyperplasia, the fiber leaked light. Due to this, the procedure was completed using another device. There were no patient complications.